Event description:
It was reported that the patient experienced encephalopathy in 2011. It was stated there was in increase in white blood cells and the cause of the event was unknown. It was noted the patient experienced being ¿very sleepy.¿ the patient was admitted to the hospital and symptoms stopped after three days then the patient was back to baseline.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v331504, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v329593, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).